Event description:
In 2003, a pt with asthma experienced a myocardial infarction and underwent emergency coronary angiography because of unstable angina. Angiogram demonstrated thrombosis and two stenotic lesions of the left descending coronary artery as well as 50% stenosis of the right coronary artery. Echocardiogram revealed mild aortic valve regurgitation and the left ventricular function was 64%. An off-pump CABG procedure was then performed utilizing a saphenous vein graft (svg) anastomosed with an aortic connector to the left obtuse marginal and to the right coronary artery. The left internal mammary artery (lima) was anastomosed to the left anterior descending (lad). Six days postoperatively, the pt was discharged to rehabilitation. The pt then experienced a severe headache for two days, suddenly collapsed and died. At autopsy, a massive hemopericardium was noted and all grafts were patent; however, a tear was found that led to an aortic dissection involving three-fourths of the aortic wall circumference. The svg was attached to the connector, which was still in place. However, the lower struts of the connector were detached from the aortic wall in the distal part of the anastomosis and this aortic tear did not extend much distally and was the site of the bleeding.